Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse verified the battery issue and readjusted the battery spring . The fse performed the needed pm, a full calibration, and tested the unit. The equipment works to manufacture¿s specs, cleared for clinical use, returned to the customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had two battery base springs that were not properly ejecting the batteries. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
Updated fields: b4, b5, d9, e1(site country), g3, g6, g7, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion, health effect impact code), h10, h11 it was reported that cardiosave intra-aortic balloon pump (iabp) had two battery base springs that were not properly ejecting the batteries. A getinge field service engineer evaluated verified battery issue readjusted battery spring both batteries released properly performed a pm, a full calibration, and tested the unit. The equipment works to manufacture¿s specs, cleared for clinical use, returned to the customer. No patient involvement.

Event description:
It was reported that during a routine check the cardiosave intra-aortic balloon pump (iabp) had two battery base springs that were not properly ejecting the batteries. There was no patient involvement, and no adverse event was reported.